Manufacturer narrative:
The pump passed selftest and displacement test. No unexpected hardware low level failure alarms noted during testing however, hardware low level failure alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure during self-test. The customer¿s blood glucose was 7 mmol/l. The customer reported that the insulin pump was not working, no basal and lots of time clock were appear. The customer mentioned not hearing alarms frequently. The insulin pump will be returned for analysis.